Event description:
This css console was not supporting a pt. The customer reported that when he attempted to perform a routine console checkout on the css console, he was unable to turn on the backup controller because the key switch frame was broken. A new key switch frame was sent tot he hospital and installed on the backup controller. After the key switch frame was replaced, the customer reported that he was able to turn on the backup controller, and the css console performed as intended. This failure mode poses a low risk to a pt because it was observed during a routine console checkout when the css console was not supporting a pt. In addition, this alleged failure mode would not prevent the css console from performing its life-sustaining functions. The css console had a redundant, primary controller.

Manufacturer narrative:
This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.